Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 1/14/2016 with the following findings: a review of the pump black box data showed multiple power reboots. There was no evidence of physical damage on the battery compartment threads. The battery cap was not returned with the pump and a test battery cap was used and it was able to attach to the pump. The pump was exercised for 24 hours with no loss of power occurring. Unrelated to the initial complaint, it was observed that the pump was returned with cracks in the battery compartment alongside and from the bottom traveling to the bumper.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment had stripped threads, the user was unable to tighten the battery cap and there was no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.